Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, the proximal shaft of the balloon broke while trying to advance. The detached portion was just outside the patient and the device was removed intact from the patient. The procedure was completed with a different device. No patient complications were reported.